Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty select cycler/liberty cycler set product issue or malfunction caused or contributed to the patient event. The patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique (not wearing a face mask) during the pd exchange, as reported by the pd nurse. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis caused by a breach in aseptic technique. The peritoneal dialysis registered nurse (pdrn) reported that the patient experienced cloudy pd effluent on an unspecified date and on (B)(6) 2019 a pd culture was obtained which yielded an elevated white blood cell (wbc) count of 6,500; however, there was no organism growth. The patient was treated on an outpatient basis with ceftazidime 2 grams via intra-peritoneal (ip) administration daily. The nurse stated the patient¿s pd effluent was clear by (B)(6) 2019 and the patient has recovered. The pdrn confirmed that the patient was not compliant with wearing a face mask during the pd exchange and that the peritonitis was related to a breach in aseptic technique. It was indicated that there were no fluid leaks or product related issues associated with the event.

Manufacturer narrative:
The previously submitted plant investigation was still in draft state and submitted in error on 07-oct-2019. The finalized plant investigation details were reported on 09-oct-2019. The details of the plant investigation do not require corrections nor updates.